Event description:
It was reported that the patient experienced hyperglycemia after the CGM was disconnected, the system did not resume automated dosing until a fingerstick value was entered, and the patient subsequently switched to backup therapy with subcutaneous insulin via pen; the infusion set in use was a Teflon inset placed on the abdomen and the CGM was a Dexcom G7. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, unexpected medication intervention, and a serious injury or illness impairment classification. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem was found, a usage problem was identified, and the reported issue involved improper or incorrect procedure or method with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.